Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 444 mg/dl. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated the pump was exposed to moisture. Customer was assisted in performing self-test and passed. Customer was advised to monitor but she insisted to replace the pump. Customer was advised that we are sending replacement pump.